Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure, the programmer displayed an error that stated it has lost communication with the analyzer. The analyzer was restarted and the error occurred twice during the implant. The analyzer is expected to be replaced to determine if the issue resolves. The programmer remains in use. No patient complications have been reported as a result of this event.